Event description:
It was reported that the right ventricular lead had out of range impedance on the svc and rv coils which triggered an alert. The physician did a test shock which resulted in normal range impedances. The impedances were also normal during arm manipulation post test shock. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had out of range impedance on the svc and rv coils which triggered an alert. The physician did a test shock which resulted in normal range impedances. The impedances were also normal during arm manipulation post test shock. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010; 4470 competitor implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and high resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The weekly high voltage lead trend data shows an increase from maximum defibrillation active can on impedance and minimum and maximum svc defibrillation was 70 to 204 ohms peak between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.